Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change while using an infusion set. Troubleshooting revealed that the tubing required more than 5 units to prime before insulin drops were observed, and the cannula was subsequently filled, suggesting incomplete priming during setup. The user later reported improving glucose levels after reconnection and acknowledged vision-related difficulty performing the supply change. Reported symptoms included thirst and dizziness. Outcomes included correction of elevated glucose with pump-delivered insulin and no requirement for outside assistance or medical intervention. The investigation included a system check for leakage, disconnection with a fill-tubing-only action to assess priming, and reconnection with cannula fill, followed by guidance to continue monitoring glucose levels. Investigation of this case revealed inadequate tubing priming during the supply change as the most plausible contributor to the hyperglycemic event, with no evidence of leakage at the pump or infusion site. Based on previously established findings for similar reports, user technique during the infusion set change was determined to be the most likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.